Manufacturer narrative:
Device history records showed no problem with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Wear and tear, which is caused by loose contact of bur lock ring (half-locked), was observed. Improper usage by user is considered as a cause of the event. Device was repaired to original manufacturing specifications.

Event description:
While dr was sectioning a wisdom tooth for extraction, the forward most segment of the handpiece, burned the patient's lip causing 2nd degree burn. Patient was seen by two dermatologist for treatment.